Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery anomaly. Customer stated they were getting excessive no delivery alarm on the insulin pump. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0867) inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 20.4 units of normal bolus was delivered on (B)(6) 2022. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2022 14:53:40.000 bolus, (B)(6) 2022 14:54:30.000 bolus, (B)(6) 2022 14:54:46.000 bolus, (B)(6) 2022 14:55:01.000 basal, (B)(6) 2022 14:56:19.000 priming and (B)(6) 2022 14:58:20.000 priming in pump downloaded history during bolus, basal and priming. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump passed functional testing and no under delivery anomalies noted during testing. No delivery/occlusion alarm - unknown timing. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.